Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6)2015 the patient experienced a hardware failure. Dexcom technical support had the patient perform a reset and the reset was successful for reported issue. Patient inserted sensor into arm, which is not an approved site. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).